Event description:
On (B)(6) 2011, after inserted the catheter 5 minutes, it was found that broken over the disk of the catheter. On (B)(6) 2011, when prepared to insert the catheter, it was found that the sheath was broken.

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time. Add'l info requested necessary in determining reportability. Requested: 01/03/2011. Received: 01/17/2012.